Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The root cause of reboot problem was a defective q4, a high voltage transistor was shorted on the defibrillator board. The root cause of the defective transistor is unknown, but is likely random component failure. The defective transistor was replaced. The monitor was retested and restocked. No adverse event resulted from the defective transistor. The last patient to use this monitor did not report any problems.

Event description:
A recent download from a (B) (6) year old male patient revealed a "discharge profile fault" as well as several "overvoltage set" fault flags. Also seen were "wrench code" 31 flags. Support tried to reach the patient, but had to leave a message. Support left another message for the patient on (B) (6) 2009. Patient ended use on (B) (4) 2009.